Event description:
During pt's routine hemodialysis, nurse notices insufficient venous pressure. Blood line tubing found to be crimped on arterial side. New blood line was substituted. Therefore pt's treatment was adequate. All blood lines from the same lot number as the deficient blood line were pulled. Add'l 4 lines from same lot were inspected and found to have crimps. Entire lot returned to distributor. MFR was informed 6/6/96.